Event description:
It was reported that the patient experienced fluid loss in the cylinder with the inflatable penile prosthesis (ipp). The ipp system was explanted and an ambicor penile prosthesis was implanted. Should additional relevant details become available, a supplemental report will be submitted.